Event description:
During arterio-venous malformation (avm) procedure, a microcatheter was used and onyx 18 was injected in to the avm. Upon attempt to remove the catheter, the onyx adhered to the microcatheter and a piece of the microcatheter had to be broken off to get the catheter out. Approximately 12cm of the catheter was retained in the patient. It is estimated that the amount of onyx reflux was approximately 1cm. Vasospasm is not thought to have contributed to the event. The patient experienced no complications in the immediate post procedure period, but on the following morning, did experience a syncopal event during ambulation. The patient then underwent infusion of thrombolytics, CT scan showed a possible right posterior intracerebral (ic) cerebrovascular accident (cva). By the second day, post procedure, the patient had recovered full strength and was discharged home several days later. There are no plans to have the retained catheter surgically excised.